Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the small battery drive device was blocked, jammed and was moving heavily. It was further determined that the motor had an electrical fault and the control unit was not functioning and was defective. It was determined that the control was defective and the motor charging current was too high. It was further determined that the device failed pretest for check the off/osc/on switch mode function, check the oscillation angle, check switching function, check the triggers and electronic control unit (ecu) function, check compatibility between colibri/sbd and colibri 11/sbd ii, check the function with epd-console and check power with test bench, min.67.5 to 110 w. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.